Event description:
Following a urethral bulking implant injection, the pt experienced urethral pain and severe hesitancy. The duration of the pain was two to three hrs. The pt was given morphine intravenously and a b/o suppositlry. Gen anesthesia was admin prior to the procedure. The pain was not associated with voiding. The pt's incontinence has improved but continues to have some leakage. No further complications have been reported.